Event description:
The customer reported one patient had an initial low methotrexate (metx) result due to a probe crash on their dxc 700 au clinical chemistry analyzer. The low result was reported out of the laboratory. The customer then repeated the sample on this analyzer and another analyzer with both results were higher. The customer indicated there was a delay in patient treatment. The leucovorin drug was delayed until the proper amount of metx was verified. Upon verification, the leucovorin was administered, and after the patient was released. The customer did not provide further information regarding this patient. There was no report of death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.

Manufacturer narrative:
The customer performed troubleshooting with beckman technical specialist and decided to not replace the sample probe. The customer believed there was a clot aspirated from this patient sample, however, this cannot be confirmed. Based on the available information, there was insufficient evidence to suggest a system or reagent malfunction. No hardware parts were replaced. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).